Manufacturer narrative:
Pump received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump received with serial number label fading, scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. Customer¿s blood glucose was 279 mg/dl at the time of incident. Customer stated that the location of damage was battery compartment. The insulin pump will be returned for the analysis.